Manufacturer narrative:
Pat. Prob. Code 1971 and 2060 - labeled. 1971. Necrosis injection site. 2060 - scar

Event description:
A pt was treated into the glabella years ago. The pt subsequently developed a slough in the injection area; he believed the pt had experienced a vascular event. No medical or surgical intervention was prescribed. There was no visible scarring at the injection site; the pt subsequently had a diminished need for collagen which he surmised was due to subcutaneous scarring from the vascular event. The physician could not recall the pt's name and thus could provide no further details.